Event description:
PICC line leaking at hub site. Pts daughter who is md called the MFR, and they do not have repair kit for that line. PICC line removed and remainder of IV therapy done via hep-lock. Product info unknown, line placed at another facility.